Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fundoplication, there was damage or air leaked from the seal. Accordingly, when inserting the clamp into the cavity, there was leakage presenting and detachment of the neophrene valve. There was no patient injury reported.